Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, decrease in ventricular sensing was observed on the right ventricular (rv) lead. Fluoroscopy imaging was conducted which revealed dislodgement of the rv lead. The patient had difficult anatomy, however, the rv lead was explanted and replaced to resolve the event. The patient was stable.